Manufacturer narrative:
Additional information has been provided in d3. False alarm: since data log review was inconclusive and product was not returned for investigation, the cause of the placement signal issues could not be determined.

Event description:
An impella cp was inserted via the femoral artery to support the 86 year old male patient who had been admitted in with known valve disease and plan for an aortic valvuloplasty, presenting in scai stage d at pump insertion. Other underlying medical history was not shared. The cp was placed and after 7 days there were placement signal alarms and the placement signal was reading low and occasionally negative numbers. The team imaged and revealed the pump to be in appropriate position. The team and family made decision to withdraw care and the patient expired the following day, day 8 of the support. The death is reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information provided updated details regarding the event as the following: the placement signal diastolic number occasionally will read negative and give a placement signal low alarm. Echo was done confirming placement as correct.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
Additional information provided the pump was confirmed to be in a good position.